Manufacturer narrative:
Concomitant medical products: truliant tib fit tray cem sz 3f / 2t (cat# 02-022-45-3020 / serial# (B)(4)). Truliant tib imp crc insert sz 3, 11mm (cat# 02-022-51-3011 / serial# (B)(4)). Three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)). Holding pin mini sharp point 4 pk (cat# 201-78-15 / serial# (B)(4)). Threaded pin size 2.3 collared 2pk (cat# 521-78-23 / serial# (B)(4)). Threaded pin size 3.0 collarless 2pk (cat# 521-78-32 / serial# (B)(4)). Threaded pin size 3.0 collarless 2pk (cat# 521-78-32 / serial# (B)(4)). Threaded pin size 5.1 collarless 2pk (cat# 521-78-36 / serial# (B)(4)). Gps implant kit v2 (cat# a10012 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 2.5 years post initial tka, this female patient was revised due to pain. A MRI and CT scan did not show anything significant per surgeon but suspected poly wear and potentially an issue with the tibia. However during surgery no significant poly wear was noted and the tibia was not loose. The femur however was found to be de-bonded from cement mantle. It was still in original position but was easily worked loose with minimal strikes with a flexible osteotome. The surgeon felt the need to switch to competitor's device for the revision implants. Patient last known to be in stable condition. No further information available. Images and photos received. Explants not available to the rep.

Manufacturer narrative:
(H3) as reported, approximately 2.5 years post initial tka, this female patient was revised due to pain. An MRI and CT scan did not show anything significant per surgeon but suspected poly wear and potentially an issue with the tibia. However, during surgery no significant poly wear was noted and the tibia was not loose. The femur however was found to be de-bonded from cement mantle. It was still in original position but was easily worked loose with minimal strikes with a flexible osteotome. The surgeon felt the need to switch to competitor's device for the revision implants. Patient last known to be in stable condition. Images and photos received. Explants not available to the rep. No further information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.